Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is difficult to identify the specific cause from the information available; however, because crushing of the insertion part was confirmed in dent from insertion tube, it is speculated that the forceps channel running inside may have narrowed, affecting the ease of insertion of treatment tools and cleaning brushes. The events are detectable and preventable by handling device in accordance with the following IFU. Instructions olympus bf-h1200 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a forceps that cannot be inserted smoothly, and brush cannot be inserted smoothly into the channel tube. There was no patient involvement.